Manufacturer narrative:
The device was returned. Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. It is likely that the balloon rupture occurred due to interaction with the highly stenosed lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
It was reported that this was a procedure to treat a highly stenosis left arteriovenous (av) fistula. An armada balloon catheter was inserted and advanced without issues. However, during inflation of the balloon, it ruptured at 14atm. The balloon catheter was able to be removed without issues and was replaced with a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.